Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the flow meter had failed. Root cause is determined to be due to a fault within the flow meter, preventing a reading other than ¿0¿ from displaying. Flow meter has failed, fr 0.0 ip to 7.0 psi circulation pump 54%, sending quote for depot repair. (Arctic sun stat) 41 low internal flow. Flow meter will be replaced. Device will undergo 2000 h pm program. Coin cell will be replaced. Mixing pump and circulation pump will be serviced. Evaporator outlet tube and the double bend tube, heater, heater foam, and manifold o'rings will be replaced. The arctic sun stat will be functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration will be performed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d,e,f,g,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician has this arctic sun device with no flow and alert 41 low internal flow. Per wo notes, the flow meter has failed, flow rate (fr) was 0.0, inlet pressure (ip) was -7.0 psi, circulation pump 54 percentage, sending quote for depot repair. Per additional information updated from ttm on 04nov2025, biomed stated they need to send in device for software upgrade. Representative came by and told them the device needs to be sent in. There was an issue with flowmeter and device needs to be repaired first.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician has this arctic sun device with no flow and alert 41 low internal flow. Per wo notes, the flow meter has failed, flow rate (fr) was 0.0, inlet pressure (ip) was -7.0 psi, circulation pump 54 percentage, sending quote for depot repair.